Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and the tandem-provided wall power adapter, which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.